Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a bubble in the insulin pump's screen. The insulin pump was water damaged. The insulin pump's display was blank. The customer went swimming with the insulin pump. There was fluid in the battery compartment. There was a crack on the back of the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.